Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the defibrillation, pacing, and sensing functions of the device were verified to be operating normally. Review of evidence submitted by the field indicated that the noise on the ventricular channel was consistent with temporary body fluid infiltration through the seal plug, coupled with air escaping the seal plug. Setscrew seal plugs are designed to permit setscrew wrench insertion yet prevent body fluids from entering the header cavities. If an accessory sensing pathway is present due to fluid intrusion, there is a potential for oversensing and, thus, inhibition of pacing or delivery of inappropriate therapy. Analysis determined the field allegations were the result of a cored out hole in the df4-rv seal plug.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this device was oversensing noise on the right ventricular channel which led to pacing inhibition with greater than two seconds of asystole. Surgical intervention was performed and the system was repositioned but inhibition was still observed. The patient was symptomatic to the inhibition and the physician decided to replace the device. It was suspected a header issue and/or air bubbles in the header might be to blame for the inhibition. No additional adverse patient effects were reported.